Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text-01/11/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 1 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was displaying the "apply sample" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately this week prior to contacting lfs. The patient indicated he manages his diabetes with insulin pump. It is unclear in the documentation whether the patient made any changes to his diabetes management regimen at the time of the alleged issue. At an unknown date and time, the patient claimed he was feeling "out of it", but does not recall whether the symptoms occurred before or after the alleged issue began. According to the patient, he was not sure if the symptoms he developed was due to his "cancer drugs" or the meter. On (B)(6) 2010 at around 2:00pm, the patient stated he was admitted to the emergency room (ER). At the time of the ER, the patient stated he was tested and a result of "23 or 27 mg/dl" was obtained on the ER/hospital meter, and then he was treated with glucose tablets/ glucose gel. At the time of troubleshooting, the cca was able to verify the subject meter had been used before and the patient used the correct test strips. The patient was informed the test strips he had used were expired. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury and received hcp treatment after the alleged issue began.

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, on (B)(6), 2010 the patient had noticed motoric fluctuations. An x-tray was taken on (B)(6), 2010. The procedure was completed a new two port through the peg jejunal feeding tube (j-tube). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received december 23, 2010: the original j-tube was placed on (B)(6), 2010. The physician was not able to determine the cause of the fluctuations at the time of the x-ray. The patient's condition at the conclusion of the replacement is reported to be fine, she went home.